Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument involved with the complaint and completed the device evaluation. The instrument was analyzed and found to have the grip pulley dislodged from dowel pin at the back end. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The grips did not open and close. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the 8mm vessel sealer extend (vse) instrument would not open and could not be used. No known impact or patient consequence was reported.

Manufacturer narrative:
Design history record (DHR) review for the advance energy instrument involved with the reported event is deemed not required by quality engineer since there is no indication of a manufacturing related issue. The probable root cause of this issue is attributed to the instrument grip pulley being susceptible to damage.

Event description:
Refer to h11 for follow-up information.